Manufacturer narrative:
During the visual inspection, it was observed that the tracker interface was loose. The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the device was loose and giving a false reading, which could result in inaccurate values. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the device was loose and giving a false reading, which could result in inaccurate values. No patient involvement or procedural delays were reported with this event.